Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube and cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. However, corroded keypad traces were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading. The customer stated that the buttons would sometimes get stuck and would require harder presses to garner a response. The customer stated that she sometimes accidentally hit the device against her belt, is very active, and used to wear the device in her bra. Advised replacement of the insulin pump. Nothing further reported.